Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was indicated that, in the past, a motor stall had occurred when the patient had an MRI. It was clarified that the pump logs did not currently show a motor stall. The device system was being used to deliver intrathecal baclofen therapy. There were no patient symptoms reported and it was unknown if any interventions had been required. Further follow-up was being requested to obtain additional information.